Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check that the cardiosave intra-aortic balloon pump (iabp) zero pressure button is broken. There was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) the zero pressure button is broken. A getinge field service engineer evaluated zero pressure button is broken. Disassembled unit and found that bracket which holds zero pressure button was bent. Straightened bracken and performed calibration, function check and electrical safety test. Passed all test. Cleared unit for clinical use. No patient involvement.